Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code malf 0. There was no impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to the customer on how to reset the pump and assisted in the process; after the reset, the issue did not recur, and the customer was advised they could continue using the pump and to call back if the problem reappeared.